Manufacturer narrative:
Analysis was performed by on-site service personnel which included functional testing. The results of the analysis indicated the device was set to adult mode instead of pediatric. Based on the results of the analysis, the product was confirmed to be operating per specifications, and the cause of the reported problem was the device was set to adult mode instead of pediatric. The issue was resolved by setting the device to pediatric setting. A review of the service history for this device shows the problem has not been reported again for this device. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
Philips received a complaint on an earlyvue vs30 indicating that the device is consistently checking the blood pressure incorrectly. It is unknown if the device was in use at time of event, and there was no adverse event reported.